Event description:
Allegedly, head press handle broke took two people to then press head into ploy using zimmer head press. Additional information received on 11/01/2022: according to the reporter, the surgery was delayed more than 30 minutes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.